Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead required multiple placement attempts due to patient anatomy. The rv lead bent at the helix. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.